Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had issues with sensor and transmitter. Customer reported that it had been a long time since sensor had been used and wanted to begin usage again due to going to the doctor. Customer's blood glucose was 500 mg/dl. Customer also had blood glucose of 250 mg/dl and 240 mg/dl. Customer was given instructions on proper connection of transmitter. Customer would call back should issue persist.